Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted on an unknown date for an unknown reason. Additional information was unavailable. The patient's condition was unknown.